Event description:
Info received indicates the left head siderail will not latch due to broken welds.

Manufacturer narrative:
The facility's biomedical engineer replaced the siderail to repair the bed.